Manufacturer narrative:
Correction MDR required to associate lead lda210q/58 (B)(4) in concomitant products.

Event description:
New information received indicates that the lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing of the r-waves on the ventricular channel was observed. Programming changes were made. The patient received no consequences and will continue to be monitored.